Event description:
The user reported that during removal of the wire it was noticed the tip had minor damage/distortion. No harm or injury was reported.

Manufacturer narrative:
Device eval ¿ the device is not expected to be returned for eval. The user did not provide a lot number. The device history record and complaint database cannot be reviewed. A follow-up report will be submitted if add¿l info becomes available. Eval: method ¿ no testing methods performed. Results ¿ no results available since no eval performed. Conclusions ¿ device not returned.